Event description:
It was reported that during a laparoscopic low anterior resection, the temperature of the blade became too high soon after the blade activation initiated resulting in unexpected tissue burning. No adverse patient consequence was reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.